Manufacturer narrative:
It was reported that the table allegedly tilts when the leveling. A stryker field service technician (sfst) investigated the issue and was able to replicate the complaint. The sfst reset the level position using the table software and was able to correct the problem. No adverse events or injuries were reported.

Event description:
It was reported that the table allegedly tilts when leveling. No adverse events or injuries were reported.